Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was a pin hole found in the cuff after continuously deflating. Patient had to be reintubated numerous times with the same tracheal tube until the problem was identified. A second device with the same lot number was tested first by submerging it in the water and the same fault was found prior to use. The patient was reintubated with another tracheal tube with a different lot number.